Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the valve was implanted several years ago and the patient had not been around magnetic influences at the time of setting changes. It was noted that the patient had undergone mris, but this was the reason the pressure setting was confirmed. The cause of the staph infection was unknown.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, pressure-flow, and preimplantation testing. It did not meet the requirements for reflux and leak testing due to a tear in the reservoir dome. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that handling or the use of instruments when implanting these products may result in the cutting, slitting, crushing, or breaking of components. The IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at every regular visit, it was found that the pressure setting had autonomously changed to 2.5 although it had been set to 1.5. As the patient¿s condition was unfavorable, the pressure setting was set to 0.5, but again changed to 2.5 in one day. The patient¿s condition worsened, and it was noted that patient had a staph infection ((B)(6)). The device was replaced and the patient¿s status was listed as alive ¿ no injury.